Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This is a spontaneous nurse report with supplemental information from a consumer in the USA of peritonitis with culture positive for (B)(6) and (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the nurse reported the following. On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. On an unreported date, treatment was initiated during hospitalization and included vancomycin ip and gentamicin ip (dose and frequency not reported). On (B)(6) 2011, the patient was recovering and was discharged from the hospital. On (B)(6) 2011, the final doses of vancomycin ip and gentamicin ip (dose and frequency not reported) were administered. On (B)(6) 2011, the patient had recovered from the peritonitis. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd884437, gd883512 and gd882621 with no defects noted. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.